Event description:
Type of procedure: bullectomy. According to the reporter:after firing, the instrument could not be opened any more. Instrument had to be removed closed with another loading unit. There was unanticipated tissue loss, and tissue damage. There was no extension of incision or surgery time. There was no blood loss, no change of procedure and nothing fell into the patient&#39;s cavity. Patient is doing well.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Evaluation summary - post market vigilance (pmv) led an evaluation of one stapler instrument and one reload both opened by the account. This evaluation was based on a technical review of all data received from the site, an engineering evaluation of the returned products, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the instrument noted that it was engaged with the reload with its firing knobs advanced. Visual evaluation of the reload noted that it was fully fired with its jaws clamped. Sub-flush staple pushers relative to the staple cartridge were observed. Further evaluation of the reload also noted an out of position knife bar laminate within the reload. This variation does not interfere with normal function when applied according to the instructions for use. Use on over indicated tissue thickness resulted in damage to the knife bar assembly and subsequent difficulty opening jaws after firing. The laminate variation was considered to be a secondary condition and has been addressed in current production through a corrective action. A review of the device history records could not be performed because the lot numbers were not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The returned devices were found not to meet specifications and the reported condition was confirmed. The root cause was identified as improper use with a secondary condition associated with a variation of an internal component. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(4).